Manufacturer narrative:
Operator of device are unknown; no additional information has been received to date. A product sample was received for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the downstream occlusion will not alarm. No patient injury was reported.

Manufacturer narrative:
Additional information received on 17-aug-2022 via email and attached in complaint object: failure occurred during testing and not with a patient. H6: event problem and evaluation codes: updates not required. Device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 6500. H4: correction: device manufacturing date: 24-jan-2005.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device missing the sticker seal and with damaged labels. There was evidence of the error, or the reported problem recorded in event history log. The customer reported problem was verified/duplicated. The investigation found a faulty downstream occlusion sensor, which was the cause of the reported problem. For corrective action, the defective downstream occlusion sensor was replaced. The root cause of the reported problem was unknown. Product is beyond 17 years from manufacture date of 2005-01 and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. A service history review identified this device has not been in for service in the previous 10 years and there was no indication of a service issue during the investigation.